Manufacturer narrative:
Tandem¿s t:flex user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 9 occurred. Reportedly, the customer filled the cartridge with 4 ml of insulin and did not perform the air removal process. The customer was able to load a new cartridge successfully. Customer's blood glucose level was not impacted.